Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade "iii plus". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade "iii plus". Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: crease fold. Leak test and microscopic analysis was performed which identified: delamination on valve (<75% partial separation) and white particles. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure).

Event description:
Device has been explanted.